Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389,product type lead .product ID 37086, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient's ins was confirmed to be dead on (B)(6) 2018. A bilateral battery replacement occurred on the day of this report. After the replacement, impedance values of 40 ohms on bipolar pair 1/2 was observed; a short circuit was suspected on the right side ins. It was noted that the patient had been seen once every two months by a physician, but neither impedance adjustment nor checking remaining battery had been performed. No abnormal impedances were observed prior to replacement, nor prior to wound closure. An x-ray of the ins area was performed. Subsequent impedance checks revealed impedance values of 16 ohms, 46 ohms, 842 ohms and, most recently,1035 ohms. No other abnormal impedances were measured. Since a short circuit on 1/2 was still suspected, other electrodes were used to deliver stimulation. Sufficient therapy was not provided with contact 3, but contact 0 did provide th erapy. The patient was programmed on 0/2 as of (B)(6) 2018. It was noted that possibility of unstable impedances was considered. The causality was not known and it was unknown if there were any contributing factors that lead to the issue. No surgical intervention occurred and none was planned. No other actions had been taken. The issue was unresolved. No medical symptoms were reported. No further complications were reported/anticipated.